Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 417 mg/dl. Customer was not given any treatment for high blood glucose. Customer was not reporting symptoms related to high blood glucose. Customer was using auto mode feature at the time of event. The insulin pump will not be return for further analysis.